Event description:
Reported due to sepsis and death. It was reported that, on an unknown date, the physician successfully closed an arteriotomy site with a perclose at (closer ak) device after an interventional procedure in the patient's right groin. It is unknown if the patient had had any prior arteriortomies, grafts, or device closure(s). It was also reported that the patient was not given prophylactic antibiotics, as per the hospital policy for high risk patients. Two days later, the patient complained of chest pain. An unknown procedure was performed in the left groin and closed successfully with another perclose at device. A femoral angiogram had been done prior to the procedure, however, whether it was done for one or both procedures is unknown; as are the findings. It was also reported that, per hospital policy, the groin was not pre-prepped prior to either device closures. Approximately one week after the procedure, the patient returned with symptoms of nausea and vomiting. She was diagnosed with a "staph sepsis in the left groin area" and was taken to the operating room where the infected left groin area was "cleaned." It is unknown what procedures were performed or what treatments were administered at that time. She was admitted with "multiple complictions, renal insufficiency and was placed on dialysis." While hospitalized, the patient suffered a "significant stroke" and was intubated. She was "improving" when she again became septic, this time with a "gram-negative septis." The patient expired on an unknown date.